Event description:
It was reported that the customer experienced high blood glucose levels. The customer did not provide the blood glucose reading. He stated that he noticed a little rise in his blood glucose levels, which he contributed to miscalculations. He reported that he felt as though the amount of the bolus could be raised. He stated that he experienced sporadic high blood glucose events due to miscalculations of the bolus and carbohydrates values. He declined assistance with the matter, advising that he had an upcoming appointment with his endocrinologist. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.